Manufacturer narrative:
Test p-cap and reservoir does not lock properly into reservoir compartment during testing. The pump passed the rewind test and self test. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the functional testing due to the missing retainer and broken reservoir tube lip. No rewind or prime/fill anomaly noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Expose to moisture confirmed. Battery cap contact missing/damaged confirmed. Rewind anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap and battery cap contact missing/damaged, prime/fill anomaly, rewind anomaly, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was not performed. The customer reported battery cap metal contacts loose from the battery cap, louder during the rewind, back of pump was broken on railings where the clips fits in. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. No product return is required for mmt-1715kr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.